Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system and the reported cardiac arrhythmia could not be conclusively established through this evaluation. The patient remained ongoing on heartmate (hm) 3 left ventricular assist system (lvas) until the patient expired on (B)(6) 2023 (related MFR # 2916596-2023-02505). No product was returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed ventricular tachycardia (vt) and ventricular fibrillation. The patient was admitted several times beginning on (B)(6) 2023. The patient was shocked by their implantable cardioverter defibrillator (ICD). The patient eventually elected to deactivate their ICD. The ICD was implanted prior to ventricular assist device (vad) implant, however the patient had not experienced any arrhythmia prior to left ventricular assist device (lvad) implant.